Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: weight to the spec, opening on anterior, crease fold and wear abrasion. A visual and microscopic analysis was performed which identified opening striated. Base on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported right side "peri prosthetic fluid" and capsular contracture baker grade IV. Device has been explanted.